Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Troubleshooting found the pump dimpled when pressed. The patient underwent surgery to replace the pump. The ipp was tested and performed successfully following the replacement. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump passed visual inspection and leak test. However, the pump did not pass deflation tests. Based on analysis results, the deflation issue identified confirmed the reported clinical observation of pump mechanical issue.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Troubleshooting showed the when the pump was squeezed when pressed. The patient underwent surgery to replace the pump. The ipp was tested and performed successfully post replacement. There were no patient complications.